Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Blood glucose level was not impacted. Tandem technical support was unable to perform troubleshooting as an occlusion alarm was not occurring at the time of the reported event.